Event description:
It was reported that the patient presented in clinic for aveir leadless pacemaker (lp) implant procedure. During implant, the lp dislodged from the delivery catheter, resulting in the unit becoming free-floating. The unit was successfully retrieved and the procedure was completed using an alternate lp on (B)(6) 2025. The patient was stable.